Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient last charged the ipg approximately three months ago. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was established.